Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported to philips that the unit has an alarm led (light emitting diode) error. The device was not being used on a patient at the time of the event. The customer contacted a philips remote service engineer (rse). The philips rse advised the customer to replace the power switch overlay and provided the part identification information. The rse confirmed with the customer that the overlay was replaced which resolved the reported issue.